Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. The product was not returned to the manufacturer. Concomitant products: product ID: d294trk, implanted: (B)(6) 2011; product ID: 4076 implanted: unk; product ID: 6949, implanted: unk. (B)(4).

Event description:
It was reported the patient clincialservice study developed an infection. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.